Event description:
During heart cath procedure, while attempting to deploy the stent it would not cross and stent fell off and remains in the pt. The pt had severe cad (coronary artery disease), and the circumflex artery involved had started to close off further just prior to attempted deployment. Pt required emergent CABG and would have required surgery. Physician used technique he has used before. Artery was bypassed and stent was not removed because it was felt to be too dangerous for the patient.